Manufacturer narrative:
The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The customer reported to olympus during a laparoscopy, the connector was quite loose causing image loss and distortion during interventions when moved. The procedure was completed with the reported device without a delay. There was no death or injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Updated filed are h4, h6 and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is presumed that the connection failure occurs due to loosening and no image is output, since it is confirmed that the connection part is considerably loose. Olympus will continue to monitor field performance for this device.